Manufacturer narrative:
The company representative examined the system and confirmed the host required replacement to resolve the reported event. However, the customer did not approve the quotation for the repair cost. Service was subsequently cancelled by the customer. The system was manufactured on november 18, 2005. Based on qa assessment, the product met specifications at the time of release. With the information received, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the system froze before a procedure. There was no patient involvement.